Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturer representative in regards to a patient who was being treated with baclofen intrathecal therapy via an implanted pump (concentration and dose not specified). The indication for use was noted as intractable spasticity. The patient was going to have a pump replacement due to infection. Event date was reported as (B)(6) 2015. Additional details about the infection have been requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative. The patient had gablofen and then lioresal in his pump, the concentration and doses were unknown. The patient had the pump for ms. An infection was never confirmed; the "doctor just didn't like the way that the pocket was healing" and opted to remove the pump and re-implant at a later date. The patient did have a new pump and was doing well.